Manufacturer narrative:
The defective control board was investigated by our life cycle engineering (lce). Due to the failure description and the defect on the drive the first assumption was a "hotplug" (disconnect the drive while the console is on). According to the report from our lce the ic3 has a short cut between pin 13 (input schmitt-trigger) and pin 14 (vcc). This blocks one of the speed signals by the drive and puts the console in fail mode (head error) at a chosen rpm of above 1000 rpm. Probable root cause is a defective rfd. According to the company em-tec, which produced the rfd and did the investigation of the affected rfd of this complaint the probable error-cause for the defected rfd and the examined control board were the at the beginning mentioned "hotplug". Thus the failure could be confirmed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). The device has been requested but not yet received. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the rotaflow stated the error message "head error" during priming/start up of the device. No patient involvement. (B)(4).